Event description:
It has been reported to philips that the wired footswitch was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the no x-ray, the wired footswitch was not working but system worked well after the reboot. The failure analysis was executed mode of failure was found to be ¿mechanical fault¿, which concluded that failure was confirmed. As a preventive action fse replaced wired footswitch. There were no problems found during the onsite visit. The system was returned to use in good working order. The codes were updated based on the investigation outcome.